Manufacturer narrative:
The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating alarm and ECG fault power failure. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact/injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device alarm showing ECG fault power failure. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.